Manufacturer narrative:
Pump seated immediately followed by an insulin flow blocked alarm during prime/seating test due to moisture damage found on the force sensor. Unable to perform the displacement test, rewind test, basic occlusion test, force sensor test, occlusion test and self test due to unexpected insulin flow blocked alarm. Moisture damage on the motor assembly also noted during visual inspection.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 81 mg/dl at the time of incident. Troubleshooting was done for insulin pump. The product will not be returned for analysis.